Event description:
Davol sales rep. Reported that the instrument did not lock out on the last fire. The construct was half formed, locked and became attached to the mesh. The surgeon had to cut the construct out of the mesh, leaving a hole in the mesh.

Manufacturer narrative:
No product returned for evaluation. Therefore, no conclusion can be drawn.